Event description:
The customer reported that four samples with a positive antibody screening result yielded false negative respectively only weak positive results with the identification panel cells biotestcell-i11 plus. The customer has neither returned the supposedly defective product nor the samples that had caused false negative respectively weak positive results. Therefore, our quality control laboratory tested the retained biotestcell-i11 plus sample with different negative and positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Our international technical service is still waiting for some information regarding the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that four samples with a positive antibody screening result yielded false negative respectively only weak positive results with the identification panel cells biotest cell-i11 plus. The customer has neither returned the supposedly defective product nor the samples that had caused false negative respectively weak positive results. Therefore our quality control laboratory tested the retained biotest cell-i11 plus sample with different negative and positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotest cell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.